Manufacturer narrative:
This is the same event as 1043534-2013-00244.

Event description:
Allegedly revised due to mom complications. Right hip. Orig. Surg. (B)(6) 2007. Revised (B)(6) 2012. Received additional information on (B)(6) 2015: part/lot numbers.

Manufacturer narrative:
Additional information received from litigation on 01/08/2019. Updated the implant date from (B)(6) 2007 to (B)(6) 2007 and the explant date from (B)(6) 2012 to (B)(6) 2012.